Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole at the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross due to the calcification and angulation of the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.